Event description:
On 02-jun-2026, it was reported that the user was hospitalized due to hypoglycemia. Additional event details, including blood glucose values, treatment, admission date, discharge date, and clinical outcome, were unavailable.

Manufacturer narrative:
The user reportedly experienced hypoglycemia requiring hospitalization while on ilet therapy. Severe hypoglycemia requiring hospitalization is consistent with a serious medical event requiring inpatient management; however, details regarding the event were not available. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Multiple attempts were made to contact the user to obtain additional event information; however, no additional information was obtained. Based on available information, no device malfunction was identified and the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.